Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: second medwatch report mw5173289 attached for the additional proglide device that was tested outside the patient anatomy.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a non-abbott device procedure. Reportedly, the guide separated from the proglide device. A surgical cutdown was performed in an attempt to remove the guide but was unsuccessful. The guide was retrieved with a snare via contralateral access. Hemostasis was ultimately achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional proglide device was tested outside the patient anatomy and the user inadvertently broke the device (the guide separated) during handling. No additional information was provided. 2 user facility medwatch reports received that state: mw5173288: [abbott perclose closure device lot #5051741 broke during deployment with the tip retained within the patients' artery. A second abbott perclose device lot # 5051741 broke but tip was not retained. Cv surgeon consulted and retained tip removed surgically. All abbott perclose lot #5051741 removed from circulation and abbott notified. Ref report: mw5173289.] Mw5173289 [abbott perclose closure device lot #5051741 broke during deployment with the tip retained within the patients' artery. A second abbott perclose device lot # 5051741 broke but tip was not retained. Cv surgeon consulted and retained tip removed surgically. All abbott perclose lot #5051741 removed from circulation and abbott notified. Ref report: mw5173288.]

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the guide broke and or separated during insertion due to too steep trajectory angles in relation to the vessel track; however, this cannot be confirmed. Sterile units from the same lot were returned and inspected with no abnormalities shown. Based on the reported information it is possible the guide broke and or separated during insertion. Factors that contribute to guide separation, include, but are no limited to, steep insertion angle in reference to the vessel track, calcification, rotation of the device with the foot deployed against the vessel wall, excessive force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated to no.